Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, a message stating that the device was in nominal mode was displayed. The device was then operating in nominal settings. After that, it was reprogrammed with the previous settings. The physician assumed that no pressing of the emergency buttons (header, keyboard or touch screen) had occurred. An explanation was required.

Manufacturer narrative:
Pm (B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.